Event description:
The customer reported that during a routine check of the unit prior to initiating therapy on a pt, the intra-aortic balloon would not inflate, and they observed that the augmentation control was not functioning.